Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting a shocking impedance of 50 ohms. The lead was found to be fractured. It was capped and surgically abandoned. A new cpi lead was successfully implanted.